Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a no delivery alarm during basal, bolus and fixed prime. Customer also states that the cannula is bent. The blood glucose reading is 349 mg/dl. Nothing further reported.